Event description:
In 2008, the patient's father reported there is a loose metal circular rod inside the cartridge chamber of the patient's insulin infusion device. He stated the device is still properly dispensing insulin and the piston rod moves up and down normally. He said the patient noticed this issue the day prior, and has continued to use the device. The father stated the infusion device has been dropped. The patient was advised to switch to his back-up infusion device until a replacement arrives. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.